Event description:
It was reported that the pump's battery compartment housing was found to be hot to the touch. The pt reported that there was visible moisture ingress in the battery compartment and that the battery compartment was corroded. The pt also reported that the pump was worn in a pool prior to finding the battery compartment hot to the touch.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time. The pump was not returned to animas for investigation. If the pump is returned, an investigation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.